Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the product be received for evaluation.

Event description:
The customer reported the "tubing connector broke and could not be connected." There was no harm to patient or caregiver reported. No medical intervention was required. No further patient or event information was provided.